Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na , batch: 25808108.

Event description:
It was reported that the patient had difficulty charging the ipg and the lead has migrated. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.